Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the svc lead impedance was greater than 4000 ohms due to a probable fracture. The svc coil was programmed off. The hvb coil remains in use for high voltage therapy. No patient complications were reported as a result of this event.